Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to maintain her ipg as recommended due to losing her external devices. In turn, the patient lost stimulation. Replacement external devices were sent to the patient but were unable to communicate with the ipg due to it being inoperable. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.